Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted (B)(6). No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the t-stud is cracked at the thread. Both parts of the t-stud have marks of mechanical impacts. Head proximal shows massive damages. At the head bore a material part is missing. Additionally the blue handle show marks of mechanical impacts. The investigation of documentation for material and manufacturing shows that the instrument produced in 2013 print specification. A failure in material or manufacturing could not be detected. Afterwards it is unfortunately not possible to determine the exact cause of the damages. The instrument status shows that high mechanical force has been performed which is not intended in regular use and therefore lead into the damages. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the bolt at the proximal tip of the inserter broke intra-operatively. The event did not result in any patient harm or delay in surgery. This is report 1 of 1 for (B)(4).